Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to lead migration issue out of c7 position. Lead migration issue was confirmed via x-ray. Patient underwent physiotherapy which may be a possible reason for the lead migration issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received, states that revision was attempted on (B)(6) 2021. However, the lead remains implanted. Patient has stimulation in the target area.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.